Manufacturer narrative:
(B)(4). Additional concomitant medical products: item #: unknown, item name: unknown liner, lot #: unknown; item #: unknown, item name: unknown stem, lot #: unknown; item #: unknown, item name: unknown head, lot #: unknown. Reported event was confirmed by review of x-rays provided. X-ray review states that the head of the right hip is dislocated superolaterally. Radiolucencies are present superior and inferior to the acetabular cup, most suggestive of osteolysis. Heterotopic bone is present lateral to the hip. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Insufficient information provided. Unable to perform a complaint history search. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for dislocation. Review of the xrays showed radiolucency, osteolysis and heterotopic bone is present lateral to the hip